Event description:
It was reported that before surgery, the unit was in sent in for pm. Damaged comb was confirmed at final investigation. There was no patient involvement. Due diligence is complete and no additional information is available. There was no adverse event associated with this malfunction.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the comb was damaged and was replaced and resolved the reported issue. Device history record (DHR) review was unable to be performed as the lot number is unknown. The root cause of the reported issue is attributed to design issue. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. G2: australia.